Event description:
It was reported that the device would not cycle; it kept building pressure. No patient involvement was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because it was deemed unrelated to the current customer reported problem. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked positive end-expiratory pressure (peep) knob. Functional testing found continuous flow was present at all settings. The root cause of the reported issue was found to be faulty input manifold. Replaced the input manifold and the device passed all functional testing. D5 and e4 are unknown, no information provided to date.

Manufacturer narrative:
Additional info received via email 26-may-2022. Event date update. No patient involvement was reported. The event occurred during test set up in rt.